Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. Date of event is an approximation. On (B)(6) 2025, it was reported by insulet that the patient did not experience any symptoms but when a fingerstick was taken the cgm was reading 41 mg/dl and the blood glucose reading was 381 mg/dl. The patient visited the hospital after they noted they were hyperglycemic. Ketones were measured at the hospital and were ¿okay¿, but no specific reading was reported. The patient was treated with intravenous fluids. The patient was sent home after 1 hour and was advised to change the sensor. It was understood that the patient was stable at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.